Manufacturer narrative:
Additional information was received that a lead will also be added for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason. Database analysis (db) revealed no anomalies.

Manufacturer narrative:
Additional information was received that no further information could be obtained at this time.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason. Database analysis (db) revealed no anomalies.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason. Database analysis (db) revealed no anomalies.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement due to fall that left the lead out. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 04:02 pm CT. The report number is being corrected from: 3006630150-2018-62261 to 3006630150-2017-04422.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason. Database analysis (db) revealed no anomalies.